Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: did the broken piece fall into the patient? If yes, was the piece retrieved? If yes, did the retrieval of the broke piece impact the patient, change the surgical procedure or was the procedure time extended? Will the broken piece be returned with the device or was it disposed of? How was the case completed? As per surgeon the broken piece did not fall into patient, procedure was not extended as surgeon was having extra probe, she completed the case with new like device which was lying in ot shelf. The broken piece was not returned back.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the active blade was broken. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: reuse of a single patient use device. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed and the max hand control button was non functional. The device was disassembled to inspect internal components. Corrosion was found at the hand activation domes. Due to the corrosion discovered on the instrument which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion to the device.